Event description:
Cardiologist was trying to cover a coronary vessel perforation in the lt main/cx artery. Abbott graftmaster stent came off the catheter and was dislodged in the coronary anatomy. Stent was located in the lt main artery and extended into the circumflex artery. The cardiologist was able to balloon and crush the stent portion located in the lt main, but was unable to wire past the entire stent segment that extended into the circumflex.